Event description:
The rptr stated that rptr did meter to hcp meter comparison tests, within 5 mins, using separate finger sticks. Rptr's meter reading was 202 mg/dl, and rptr's doctor's meter (type unknown) result was 160 mg/dl. Rptr did not have any symptoms. On follow-up, the rptr stated that rptr checks the confirmation dot for enough blood. Control testing was not done due to lack of supplies. No harm was alleged.